Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: on (B)(6) 2024 a web inquiry was received from the senior clinical nurse at the university of maryland medical center. The customer facility contact reported the following: we just went live with b braun infusomat IV pumps about a month ago and continue to have major issues with the air in line alarm. We have followed the recommendations from the company to prevent this customer complaint advocate called the reporter on (B)(6) 2024 at 3:57 pm and he reported that the customer facility had recently been trained on the usage of the pump by a b. Braun representattive, amy, and that the customer facility has been following the tips provided during training but still having issue with air in line alarms. They have been warming cold drugs, priming the lines, putting the filter on the end of the tubing but still having trouble. No injury reported.